Event description:
It was reported that caregiver contacted support multiple times about pump malfunctioning. There was no reported impact to the customer¿s blood glucose level. Technical support planned to follow up with caregiver to confirm and document issue and to troubleshoot as needed, and no additional information was received regarding the outcome of the event.

Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.